Event description:
It was reported that during starting up, the cardiosave intra-aortic balloon pump (iabp) made abnormal sound. There was no patient involvement.

Manufacturer narrative:
Due to character restriction in e1 for event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and after on-site inspection, it was found that the cds filter was stuck on the fan. After changing the position, the machine was used normally.